Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 88% stenosed, 30-32mmx 3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. After withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter facility name: guang dong ji nan univerysity affiliated no.1 hospital device is a combination product. Device evaluated by MFR.: promus element, mr , ous 2.75x32mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts at the proximal end of the stent were lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The stent length was measured and the result was within stent length specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found a break at 20mm proximal of the distal end of the strain relief. The manifold hub was not returned. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that stent damage occurred. The 88% stenosed, 30-32mmx 3.0-3.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.75x32mm promus element drug-eluting stent was advanced for treatment but failed to cross the lesion. After withdrawal, it was noted that the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the shaft was broken off to remove the device from the patient's body.